Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem could not be confirmed because the motor produced an e5 error and could not be tested. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from USA stating that device was getting hot. The device was being used in surgery. There was no pt injury reported. It is unknown if delay or medical intervention occurred. There is no additional info available.